Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leads experienced unstable thresholds. It was noted that the leads dislodged. The leads were expl anted. No patient complications have been reported as a result of this event.